Event description:
It was reported that the lead exhibited oversensing. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered: 1 - patient alert for lead failure predictor on (B)(6) 2011 14:39:05. Impedance - high resistance/impedance: 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 21:00:11. Daily pace impedance trend data shows an abrupt increase for ventricular pace bi impedance= 418 to 1824 ohms peak between (B)(6) 2011. Sensing - oversensing: 3 - ventricular nst<=200 ms between (B)(6) 2011 13:53:56 and (B)(6) 2011 14:40:06. Sensing - interference/noise: ventricular short interval count v-sic=22.2 counts avg/day, in 1.44 days, between (B)(6) 2011 12:40:01 and (B)(6) 2011 23:11:55.